Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 patient underwent a right attune tka with depuy cement. On (B)(6) 2017 she developed a deep venous thrombosis in the right lower extremity. On (B)(6) 2017, she underwent an I&d of hematoma located in the right knee and was treated for infection with IV antibiotics through a PICC line. She developed neutropenia 3 weeks later requiring antibiotics to be discontinued. On (B)(6) 2017, she underwent a right knee aspiration due to drainage and was treated with IV antibiotics until cultures came back, which were negative. Doi: (B)(6) 2017, doe: (B)(6) 2017, (right).